Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The reported ineffective stimulation was not confirmed. The lead was returned cut and incomplete and could not be fully analyzed. A terminal end segment measuring only 19.5cm. Visual inspection did not identify any anomalies that would contribute to the reported issue. It passed continuity testing on all channels. The root cause of the reported issue could not be determined.

Event description:
Device 2 of 3. Related manufacturer reference number: 1627487-2020-04501, related manufacturer reference number: 1627487-2020-21243. Follow up information identified the patient also went through explant of system at the time of ipg explant. Two leads have been added as reportable devices to this complaint.